Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 the surgeon found a vicm5_13.2, -08.50 diopter, intraocular lens damage (lens tear/break) before implanting. There was no patient contact and no patient injury. The replacement lens ( same model and diopter) was implanted and it was reported that the problem was resolved.

Manufacturer narrative:
Corrected data: corrected to "(B)(6)". Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic broken and bent with presence of residue on lens. (B)(4).